Manufacturer narrative:
Section d9 returned to manufacturer on of initial MDR indicates: 03/13/2024. Section d9 returned to manufacturer on of initial MDR should indicate: blank. Section h6 method code grid on of initial MDR indicates: testing of actual, suspected device. Section h6 method code grid on of initial MDR should indicate: device not returned. Section h6 result code grid on of initial MDR indicates: operational problem identified. Section h6 result code grid on of initial MDR should indicate: no findings available. Section h3 device evaluated by mfg of initial MDR indicates: yes. Section h3 device evaluated by mfg of initial MDR should indicate: no. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The battery pins were replaced as precaution. After performing other unrelated repairs, it was determined that the customer sent back the incorrect monitor. The device was returned to the customer and stryker advised the customer not to use the device. Section h11 additional mfg narrative of initial MDR should indicate: stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has been contacted multiple times about the return of the device. No response has been received by the customer. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a blank screen and the leds are lit up. This is indicative of device lock up. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had a blank screen and the leds are lit up. This is indicative of device lock up. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The battery pins were replaced as precaution. After performing other unrelated repairs, it was determined that the customer sent back the incorrect monitor. The device was returned to the customer and stryker advised the customer not to use the device.